Manufacturer narrative:
The impella cp optical was not returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) female patient presenting with acute myocardial infarction and cardiogenic shock. After approximately 6 days of support, the patient was noted to have increased creatinine and an unspecified "renal injury." The device was noted to have been malpositioned for an extended period of time leading up to this event and likely related to this injury. The pump was repositioned and ultimately removed the same day.